Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was stuck inside the insulin pump's reservoir chamber. She received a lost sensor alarm. Customer's blood glucose level was 436 mg/dl. She treated her high blood glucose level with the insulin pump. The device was not returned.